Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images revealed residue within the inline connector, indicative of oxidation from fluid ingress that would have contributed to the reported driveline power fault alarms confirmed via the submitted log files. The submitted controller event log file captured a driveline power fault alarm active on 21aug2025. The alarm appeared to be associated with power b broken faults. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Additional log files were submitted following the reported modular cable exchange, containing events from 21aug2025 ¿ 25aug2025. No further driveline power fault alarms were observed, and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. The relevant sections of the device history records for modular cable, lot # 10055827, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was experiencing a driveline power fault alarm. Green circle of life was still on. The patient got caught in a rainstorm and their shirt was very wet, but that they did not currently note any moisture on the modular cable or driveline connection. The patient remained stable. A modular cable was exchange due to inability to clear the alarm. There was definitely corrosion inside the modular cable removed. Additional log files contained 6 lines of new data; it confirmed the driveline power fault did not return. On (B)(6) 2025, the patient was seen in clinic with no further driveline fault alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.